Event description:
It was reported that the patient experienced insulin was leaking out at the site that caused wet adhesive event on (B)(6) 2026. The infusion set came out only one day of use.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.